Manufacturer narrative:
The investigation is pending. This report will be updated when the eval is complete.

Event description:
It was reported that the device overheated. This occurred while the device was being repaired at the MFR. There were no adverse consequences or pt involvement.